Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose levels was 524 mg/dl at the time of incident and current blood glucose level was 278 mg/dl. Customer¿s other blood glucose level was 540 mg/dl and 417 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with bolus. Customer stated that they did not allege insulin pump was under delivery. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer was assisted with performed high pressure test and the test results was passed. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.